Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
It was reported that the pipeline could not be released from the capture coil during deployment. No patient injury reported.